Event description:
Philips received a complaint on the dfm100 indicating that the defibrillator cannot shock. The device was in clinical use for patient at the time of the event, however no patient harm was reported. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6).